Event description:
Pt was a bilateral vertical subcondylar osteotonic procedure. During the procedure it was noted that the upper lip had sustained a thermal injury. It was also noted at the same time that the end of the drill was very warm. The unit was pulled from svc.